Event description:
According to the reporter: occurred during an open colectomy procedure. The stapling device was being used for the bowel anastomosis. There was poor staple formation. There was a bleed through the staples and leak. There was blood loss of over 500 cc which resulted in requiring a blood transfusion. To fix the staple line, it was resected and re-stapled. The bleed represented ten days later. There was medical or surgical intervention needed to prevent a permanent impairment of a function. The patient needed an additional operation for an ileostomy, which was considered permanent injury. There was unanticipated tissue loss and permanent tissue damage. The incision was extended by more than one inch. The patient's hospitalization time was extended by an extra month. The patient outcome is alive, with injury. The patient's medical history is a fit and well cancer patient.